Event description:
Rn changed IV tubing and started a new IV bag of furosemide. When she went to check on the pump a couple of hours later, she noted the bag was empty and the floor around the patient was wet. This is when she notified charge rn and they came to the conclusion that the tubing at the very top port was leaking. They notified pharmacy and received a new IV bag of furosemide. We hung the new bag and switched the IV tubing once again. Pharmacy and on duty nursing supervisor notified.